Manufacturer narrative:
Failure analysis for fiber model # 0010-2400; lot # 341a; serial #(B)(4): the cap/fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char and detritus buildup; the metal cap is melted at the output window; the distal end of the glass cap/fiber is detached and not returned. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, diminished tissue vaporization efficiency was observed at 38,977 joules of use. Patient outcome: "good." Gland volume: 60 ml. Time expended: 10 minutes.